Event description:
Reporter stated that patient obtained a blood glucose result of 284 mg/dl on the suspect device. Based on this value, patient reportedly delivered 9 units of insulin aspart (normal dose is 6 units). Reporter noted that patient may have had a smaller than normal dinner following this result (according to reporter, patient has not been eating normally). Thirty minutes later, patient retested blood glucose using the suspect device, and obtained a blood glucose result of 104 mg/dl on the suspect device. At the time the result was obtained, patient was reportedly feeling like blood glucose was low. Based on symptoms, patient self-treated by eating glucose tablets. Reporter stated that, one hour later, patient was found seizing. Reporter tested patient's blood glucose using the suspect device, and obtained a result of 159 mg/dl. Reporter phoned emergency medical services and, upon their arrival 20 minutes later, patient's blood glucose measured 24 mg/dl (on paramedics' device). Reporter stated that patient was treated with a glucose injection. Forty minutes later, patient's blood glucose was retested, on paramedics' device, with a result of 124 mg/dl. No additional treatment was received. Quality control testing was not performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.